Manufacturer narrative:
The lot number was provided for all eleven malfunctions; therefore, a lot history review were performed. Of the eleven malfunctions samples were received for two malfunctions. Therefore, the investigation is confirmed for the reported material separation for one malfunction and it is identified for the other malfunction. The samples were not returned for the remaining nine malfunctions, therefore the investigation is inconclusive for the reported material separation. Based upon the available information, the definitive root cause for this event is unknown. The devices are labeled for single use. The catalog number identified has not been cleared in the u.s. But, it is similar to the crosser cto recanalization catheter products that are cleared in the us. The pro code for the crosser cto recanalization catheter products are identified. (Corporate lot no. Gfer1887, gfdy3025, gfdu3996, gfeq2440).

Event description:
This report summarizes eleven malfunctions. A review of the reported information indicates that model cre14s recanalization catheter allegedly experienced material separation. These information's were received from a various sources. All eleven malfunctions involved patient with no patient consequences. Of the eleven patients, two were male and three were female, five patients ranged from 70-88 years of age and three patients weighs in the range of 50-60 kgs. Remaining patients' age, weight and gender were not provided.